Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that they were hospitalized in ICU due to a high blood glucose value in the 400s mg/dl. The customer reported sensor glucose monitoring system and insulin pump are completely off. The sensor glucose level was 60 mg/dl and blood glucose level was 360 mg/dl when it suspended. The customer did not troubleshoot the issue. The customer had issue with low blood glucose levels of 40 mg/dl or 30 mg/dl and has stopped using the system. The insulin pump will not be returned for analysis.